Event description:
The complainant has reported that a female pt (age unk) underwent a therapeutic egd procedure for treatment. The clinician stated that the resolution clip device would not complete the deployment sequence by releasing from the catheter; however, the clinician through manipulation was able to open the clip and remove the device. This issue occurred with two subsequent devices before completing the procedure with another of the same device. The pt did not sustain any additional trauma to the bleed site and any complications or ill effects as a result of this issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met spec. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Please note associated medwatch reports 6000048-2006-00472 & 6000048-2006-00473. Our directions for use outline appropriate placement, access and maintenance procedures.